Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, nonsustained rv oversensing episodes due to lead noise was observed on the rv lead. Patient was brought in for further testing and noise was reproducible via isometric testings once but was unreproducible afterwards. No other electrical anomalies were detected. Patient was sent out for a chest x-ray and sent to an electrophysiologist to determine lead noise issue. Patient was stable and will be monitored with normal checkups. No further information available.